Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the device is saying to connect the electrode belt when the belt is connected. When a pt service rep (psr) visited the pt to exchange the system, the psr reported that the initial charger/modem that was to be left with the pt would not power on. The pt was issued a replacement monitor and charger/modem.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not recognize belt connection) has been confirmed. As received, the monitor case was separated and two white wire bundles were pulled from the end cap. The cause for the inability to recognize connected belt is a disconnected white wire bundle which controls communication between the monitor and the belt connection. The second white wire bundle that was disconnected allows for communication to occur between the monitor and the modem. The disconnected white wire bundles are a result of the separated monitor case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. Device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon eval, the power supply connector was damaged. The cause of the damage is pins pushed into the connector. The root cause of the damaged pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the pulled wires or damaged connector. The pt received a replacement monitor and charger/modem. Device manufacture date: wcd 3100 monitor sn (B)(4), wcd 4000 charger/modem sn (B)(4): 06/2011.